Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that both brady and tachy therapy remained available. Review of device memory identified a fault. The fault resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing.

Manufacturer narrative:
(B)(4). Additional information is expected, this report will be updated upon receipt of additional details.

Event description:
--

Event description:
Additional information was provided indicating that the patient underwent a revision procedure. It was also reported that the patient experienced periods of no ventricular paced delivered in certain positions. No adverse patient effects were reported as the patient was not pacemaker dependent. The product was successfully explanted and replaced with a new pacemaker.

Event description:
Boston scientific received information that this pacemaker was in safety mode. The device appropriately went into safety mode configurations. Boston scientific technical services (ts) advised that the patient be immediately hospitalized and monitored until further details could be determined. Additional information was provided that disk analysis was performed and analyzed by engineering. Analysis indicated that the device encountered 3 double bit memory errors. Such errors are uncorrectable and subsequently caused the device to revert to safety core. The device is still capable of delivering patient protective therapy. Ts recommended that this product be explanted and replaced. This product remains in-service at this time and no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.